Event description:
A CT scan and xray revealed that this pt's cochlear implant was not properly inserted into the cochlear. Clinicians are planning on explantation/reimplantation surgery in the near future with an alternate model.